Event description:
It was reported that upon disconnecting the blood culture transfer device from the needless connector on the extension set, the nose of the device broke off and remained in the needless connector causing a free flow of blood from the extension set. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation in used condition without its original packaging. Visual inspection of the returned sample, verified that the luer fittings were broken completely off, thus confirming the complaint. The probable root causes were determined to be the exposure of the product to alcohol in combination with excessive force. The product received from the supplier already weak. The damage to the product seemed to suggest that a sideway force may have been inadvertently applied, as the luer was either being connected to or while attempting to remove the product. While the damage to the product was observed the problem source could not be determined with any certainty. One year complaint history review found no trends for this product and category. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. The lot number was not provided, therefore the device history record (DHR) review could not be conducted. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).